Manufacturer narrative:
This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. Visual inspection observed that the device was poor condition. A was received in which the wires in the line cord were exposed. During fictional testing, the reported complaint was confirmed. The device failed the safety/electrical test. The root cause may have been caused by the customer. No actions were taken. (UDI) is unknown. No product information has been provided to date.

Event description:
It was reported that the line cord wires exposed. No patient injury reported.